Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient accidentally double disconnected on another date, and upon the vad restarting, an additional motor start with parameters outside of the typical range occurred. The patient was re-educated on keeping power connected to the controller and not double disconnecting. The vad also exhibited additional low flows. The controller continued to exhibit controller fault alarms and the controller was permanently silenced.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the available logfiles report revealed two (2) low flow alarms logged on (B)(6) 2024 at 20:30:03 and on (B)(6) 2025 at 13:55:24, and two (2) motor start events recorded on (B)(6) 2024 at 19:59:44 and on (B)(6) 2025 at 16:17:19, in which the motor start parameters were atypical. Additionally, log file analysis revealed four (4) controller fault alarms on (B)(6) 2024 at 20:32:58, (B)(6) 2024 at 07:50:18, (B)(6) 2025 at 16:50:36 and on (B)(6) 2025 at 17:47:52, as well as multiple event exceptions logged on (B)(6) 2024 and on (B)(6) 2025 indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Log file analysis also revealed two (2) controller power up with an associated motor start events logged on (B)(6) 2024 at 19:59:34 and on (B)(6) 2025 at 16:17:12, indicating losses of power to the controller. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 62% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 97% rsoc. The data point recorded after the first loss of power revealed that a power adapter was connected to power port (1) and no power source was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 50% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 22% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the losses of power. The controller was without power for twenty-four (24) seconds and twenty-seven (27) seconds, respectively. Of note, following the second controller power-up event, the controller power-down time was recorded with an invalid time stamp of 16:19:45. This is an additional finding not related to the reported event. The potential exists for the timestamp on a power down event written to the log files to be inaccurate. This is due to the timing of operations by the software used to calculate the power down time. The most likely root cause of the observed invalid timestamp event can be attributed to the software design for calculating the power down time. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarms may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller, as described in the event details. CAPA pr00551638 is investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient accidentally disconnected both power sources from the controller which resulted in a ventricular assist device (vad) stop. The power was subsequently reconnected, and the pump exhibited a motor start event with parameters outside of the typical range. It was also reported that vad exhibited low flow alarms and the controller exhibited controller fault alarms due to internal battery end of life. The vad is included in the subgroup 2 population for delay or failure to restart. The device remains implanted and in service and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 30-nov-2019 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 16-nov-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.